Manufacturer narrative:
The malfunction occurred after five years of continuous operation. No similar malfunctions have occurred in the past. On this particular washer, the drying temperature had been set to the maximum possible value of 130°c, instead of the routine setting of 120-125°c. Since the customer wishes to maintain a drying temperature of 130°c to shorten drying times, a replacement cap with greater heat resistance (up to 200°c) will be installed. The damage to the machine has been repaired and proper operation of the device was verified.

Event description:
The washer's drying system check valve cap melted and caused the check valve to become stuck in the open position. The washer stopped drying and water accumulated on the floor around the device. No one was injured nor personally affected. However, should the malfunction re-occur hospital personnel could slip, fall and potentially be injured.